Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber shrink tube was melted. The detached fiber cap was not returned for further analysis. The joules verified on the fiber card were 31,500 joules. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert 0127-1400) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that there was a decrease in fiber vaporization efficiency at 31,504 joules.